Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving lioresal (baclofen) (2000 mcg/ml at 1480 mcg/day) via an implantable pump for intractable spasticity and cerebral palsy. It was reported that on (B)(6) 2020 the pump was beeping and that the patient was more spastic. The patient came in on (B)(6) 2020 and the pump was interrogated. It was confirmed the pump had been stalling and recovering since (B)(6) 2020. The day after the patient's last refill. The pump last stalled on (B)(6) 2020 and has not recovered since. The patient has been supplementing with oral medication. The hcp refilled the pump and found a 22 ml volume discrepancy. The patient was not in acute withdrawal and based on the patient's feedback the withdrawal symptoms had been intermittent. It was noted the patient was on a "pretty high dose." The patient has experienced a low grade fever, spasms, ear pain, and has been tested for covid-19 twice. The hcp planned to replace the pump and return the device for analysis. The patient was currently being hospitalized for monitoring.

Manufacturer narrative:
Updated to include statement "it was reported the patient had not recently had an MRI (magnetic resonance imaging procedure). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had not recently had an MRI (magnetic resonance imaging procedure).

Event description:
Additional information was received from a business partner on (B)(6) 2020. It was reported that the patient also experienced symptoms of rigidity in the middle of (B)(6) 2020. The patient was seen in clinic on (B)(6) 2020 and was admitted given the uncertainty of the pump function. The patient's withdrawal symptoms were stable while hospitalized per their caregiver. The oral medications given included baclofen and diazepam. Concomitant medications included tizanidine, keppra, vimpat, and tegretol. The patient's medical history included cerebral palsy and a history of baclofen pump use.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the cause of the motor stall was not determined. It was confirmed that the pump was replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.